Event description:
It was reported that on (B)(6) 2023, the patient presented to the hospital with dizziness and abbdominal pain radiating into their chest. The patient was hemodynamically stable with venous blood gas (vbg) within normal limits. A complete blood count (cbc) and comprehensive metabolic panel (cmp) were done. Hemoglobin was 8.6 g/dl and creatine level was 1.49 mg/dl. An abdominal and pelvic computed tomography (CT) scan was unremarkable, and head CT and CT angiography showed no acute intracranial hemorrhage or large vessel occlusion. There was moderate stenosis noted at the origin of the right internal carotid artery, and the patient was given meclizine, zofran (ondansetron hcl), and a 1 mg intravenous drip of dilaudid (hydromorphone). Due to persistent abdominal pain and dizziness, the patient was admitted to the hospital. Of note, the patient had a bladder botox procedure one week prior to admission. Urine analysis found their leukocyte esterase to be 5000 with white blood cells and bacteria. The patient was started on marcrobid (nitrofurantoin monohyd/m-cryst) for 7 days. Urine analysis was negative with normal flora and a white blood cell count of 5500 thousands per cubic milliliter (k/ul). The patient's abdominal discomfort improved and the nausea and vomiting resolved. The patient was discharged home on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient conditions and pain could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.